Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. There was no reported adverse impact to the customer's blood glucose level. It was also reported that the pump was intermittently unresponsive. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified. However, the alleged battery jumping and touch screen unresponsive issues could not be verified.